Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that around (B)(6) 2012, she had suffered a hypoglycemic episode while she was asleep. Patient believes that cgm failed to alert. Patient's husband woke up and realized that patient was unresponsive and unconscious. Patient's husband administered a glucagon shot and called paramedics. Paramedics transported patient to hospital where patient was treated with IV and d-50 and released from the hospital 12 hours later. Patient does not recall her cgm versus her bg values at the time of the hypoglycemic event. Dexcom has requested from patient a data download to investigate the data around the time of the event. At the time of her call to dexcom technical support, patient was feeling well.